Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The devices were successfully implanted in all required positions. The final computed tomography angiography (cta) confirmed that the procedure was completed without complications. It was reported that ten minutes later, when the physician checked the vessels, no blood flow was noticed. According to physician, the trunk ipsilateral leg component and the contralateral leg component occluded at the bifurcation area where the contralateral leg component and the main body overlapped. The physician performed a femoral to femoral bypass procedure. No further adverse events have been reported. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further info was requested and will be provided. Also was implanted plc161000/unk.